Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain and burning sensation at the ipg site. The patient underwent an explant procedure and the physician noted that approximately half of the contacts became dislodged from the paddle lead. All contacts were successfully retrieved and removed. One contact was not accounted for and numerous x-rays were taken but the physician was not able to visualize it in the patient.

Event description:
A report was received that the patient was experiencing pain and burning sensation at the ipg site. The patient underwent an explant procedure and the physician noted that approximately half of the contacts became dislodged from the paddle lead. All contacts were successfully retrieved and removed. One contact was not accounted for and numerous x-rays were taken but the physician was not able to visualize it in the patient.

Manufacturer narrative:
Additional information was received that one contact was missing and believed to be not inside the patient's body. The pain and burning sensation at the pocket site was not resolved. It was concluded that lack of pain relief was the primary reason for the explant.